Event description:
The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a correction bolus to address bg. Customer updated their pump settings to address the event.